Event description:
A customer reported the unit went down in the middle of an emergency case. A system message was displayed. Additional information, received from the nurse, confirmed the issue occurred during surgery close to the end of the case. The surgeon was able to complete the case manually with a taper extrusion needle. There was no harm to the patient, no delays, and no cancellations reported.

Manufacturer narrative:
A company service representative examined the system and was able to replicate the reported complaint. The representative replaced the fluid air controller and the communications cable. Preventative maintenance was also performed. The system was then tested and met all product specifications. (B)(4).